Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ crease / folding of implant: creases were observed. ¿ seroma- late: unable to observe as it is not related to the device. As per the investigation procedure deformation, wear abrasion and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "some exophytic moles" observed in clinical examination. "Normal thin layer of periprosthetic fluid" and "left implant is folded but shows no signs of intracapsular or extracapsular rupture¿ detected via MRI. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "thin layer of periprosthetic fluid.

Event description:
Healthcare professional reported "some exophytic moles" observed in clinical examination. "Normal thin layer of periprosthetic fluid" and "left implant is folded but shows no signs of intracapsular or extracapsular rupture¿ detected via MRI. The device has been explanted and replaced.